Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03947. It was reported that the wire became stuck in the balloon catheter. The 60% stenosed target lesion was located in the severely tortuous and moderately calcified shunt. After a 135cm transend¿ guide wire crossed the lesion, a 6mm x 2cm x 50cm peripheral cutting balloon¿ was advanced but failed to cross the lesion. When the balloon was re-advanced, it was noted that the wire got kinked and got stuck onto the balloon. Both devices were removed together as a unit. The procedure was completed using a non-bsc guide wire and a mustang balloon catheter. The procedure was completed using a different device. No patient complications reported and patient's status was good.